Event description:
While attempting to deploy a balloon expandable coronary artery stent in the pt's highly calcified coronary artery, the balloon ruptured at an unk pressure. The stent had not deployed and, difficulty was encountered by the physician while attempting to withdraw the ruptured balloon. In response, the physician elected to remove the balloon, stent, wire and guide catheter from the pt as a single unit. Part of the balloon remained within the pt's artery and the pt was subsequently transferred to the or for surgical removal of the balloon remnant. The pt did well with the surgery and is reported relative to this procedure.